Event description:
It was reported that a tiny metal stud fell off the arthroscopy suction probe inside the patient but was later found and retrieved. X-ray was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a tiny metal stud fell off the arthroscopy suction probe inside the patient but was later found and retrieved. X-ray was used.

Manufacturer narrative:
Alleged failure: a tiny metal stud fell off the arthroscopy suction probe inside the patient but was later found and retrieved the failure(s) identified in the investigation is consistent with the complaint record. The probable causes of this issue could include excessive force applied during the insertion or removal of the probe, insertion into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.